Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-18622. It was reported that the patient presented in clinic and experienced occasional dizziness, which caused him to collapse. Upon interrogation, atrial noise episodes and high ventricular rates due to right ventricular (rv) lead noise were noted. Also, the rv lead impedance was low. The health care professional claimed that the dizziness and fainting could have been due to the lead noise causing pacing inhibition. Patient was referred for a chest x-ray; no intervention was reported. The patient was in stable condition.